Manufacturer narrative:
Lim, rongxuan, et al. "Xen implant-related endophthalmitis." Uveal melanoma bap1 ihc, p. 209. (B)(4). The reported events of ocular pain, vision loss, high intraocular pressure, hypopyon, erosion and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information regarding event, product, and patient details will not be available in the future as there is no contact information within the article. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported events of pain, hand movements vision, failed xen45 implant at 11-month post-op with a 1-mm hypopyon and an exposed xen45 in the left eye were noted in the article "lim, rongxuan, et al. "Xen implant-related endophthalmitis." Uveal melanoma bap1 ihc, p.209.